Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose caused by motor error on (B)(6) 2019 with blood glucose of 400 mg/dl. Customer provides details regarding symptoms of their high blood glucose episodes such as nausea and vomiting. The customer treated with the intravenous drip. Customer was able to complete insulin pump rewind. Customer stated that the drive support cap was normal. Customer troubleshooting was performed for motor error and did not wish to performed troubleshooting for high blood glucose. The insulin pump will be returned for analysis.